Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that during a lasik procedure, the flap was difficult to lift. A one millimeter central spot was found on the flap bed that was difficult to dissect. This spot was just temporal and superior to the center. The surgeon was able to dissect the area and lift the flap. Lasik procedure was completed successfully. Upon inspection of the patient interface (pi) there was a spot on the patient side of the lens that corresponds with the area of the flap. The spot was not noticeably raised or indented. Additional information has been requested.

Manufacturer narrative:
There were no technical services requested or performed related to the reported event. The system manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. Additional information provided by the company clinical application specialist (cas) determined that the root cause of the reported event was due to a nonconformity in the patient interface (pi), which is unrelated to the functionality of the laser system. As per the clinical application specialist (cas), there were no nonconformities noted with the laser system during treatment, and the case was completed successfully. The root cause of the reported event can be attributed to a nonconformity of the patient interface (pi), which is not related to the functionality of the system. The manufacturer internal reference number is: (B)(4).